Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50x12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilation was performed. However, when the device was re-advanced, it was noticed that the mid to the proximal portion of the stent struts were slightly lifted. The procedure was completed a different device. No patient complications were reported and the patient's status was stable.